Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen in clinic for a routine follow up. The patient presented with black electrical tape securely at the connection of the driveline to the controller and told the perfusionist it was "torn and pulling away". The tape was not removed due to the secured driveline. On (B)(6) 2020, a clamshell repair was performed with no issues. No additional information provided.

Manufacturer narrative:
Section d1: correction. Section d4 and h4: additional information.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the report of a separation of the silicone jacket from the metal connector was confirmed through an onsite evaluation by an abbott representative. Additionally, a specific cause for the reported elevated ldh could not be conclusively determined through this investigation. The customer reported that the driveline¿s silicone jacket was torn and pulling away at the metal connector. A clamshell repair was scheduled for (B)(6) 2020. Additionally, it was reported by the customer that the patient was admitted after a routine follow up on (B)(6) 2020 that revealed elevated ldh. On (B)(6) 2020, a clamshell repair was successfully performed. Multiple requests for additional information were sent to the customer; however, no additional information was provided. The patient reportedly underwent a pump exchange on (B)(6) 2020 (reported in manufacturer report number 2916596-2020-02042). The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. Additionally, this IFU states driveline damage due to wear and fatigue occurs in both the externalized and implanted portions of the lead, and that damage may or may not be preceded by visible damage to the outer layer of the driveline. No further information was provided. The manufacturer is closing the file on this event.